Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 13-april-2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found that the customer cleaned the analyzer and resolved the overflow sensor error by re-connecting the tubing to the wash probe. All errors cleared and the aia-360 instrument is operational. No further action is required by field service. The most probable cause of the reported event was a loose tubing from wash probe.

Event description:
On (B)(6) 2017, the customer reported error 3021 leak sensor s701 detected with their aia-360 analyzer. Technical support asked the customer to look for salt buildup. The customer checked the tubing on the wash preheater to see if it was cracked or leaking. The fse was unable to find the sensor so couldn't disconnect and reattach. Technical support advised the customer to get canned air and a swab and to dry out any moisture on the subfloor. The customer reported that the liquid was dripping out of the air vent tubing. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.